Event description:
It was reported that an insulin cartridge leaked during use and was difficult to remove from the pump, after which the user replaced all supplies and continued therapy with the system functioning and delivering corrections; continuous glucose data showed hyperglycemia, with the user¿s highest glucose over 400 mg/dl for about 4 hours, and ketone testing showed 1.7 initially followed by 2.0 while the user hydrated and followed the ketone action plan without backup therapy. Symptoms included hyperglycemia with ketonemia, without loss of consciousness, dizziness, or diabetic ketoacidosis, and the user felt well. Outcomes included transient high glucose readings that trended downward without hospitalization or professional intervention beyond routine endocrinology guidance. Investigation included troubleshooting with verification of pump function, confirmation of no active alerts or alarms, review of glucose and ketone status, and coordination for return of the leaking cartridge component. Investigation of this case revealed a reported leak at the cartridge component and resistance during removal, consistent with a cartridge integrity or fit issue that could contribute to underdelivery and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue related to the cartridge that led to insulin underdelivery, with user technique considered adequate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.